Manufacturer narrative:
(B)(4). Upon visual inspection of the package, it was observed that there was a small puncture in the package tyvek. There is also damage to the carton that lines up with the hole. The device is not fully seated in the package. It appears the package was dropped, which knocked the device out of its place in the blister causing the jaw to break a hole into the tyvek lid. It appears that the damage occurred outside of the packaging facility during handling or storage. The package seal is narrower than the package requirement. The cause of the narrow seal is unknown. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported by the affiliate that before an unknown procedure, damaged primary package. Another device was used to complete the case. There were no adverse consequences to the patient.